Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, undersensing was observed on the atrial channel. Right atrial lead dislodgement was confirmed by the physician. The lead was revised and remains in use. No patient complications have been reported as a result of this event.